Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called to track the delivery of a replacement insulin pump. Blood glucose level at the time of the call was over 400 mg/dl, which was being treated with manual injections. The caller was advised that the device would arrive by the end of the day.